Event description:
Additional information was received from the patient that reported that she had seen her physician about the retention, lack of therapy, and urinary tract infections at the end of (B)(6) and beginning of (B)(6). The circumstances that led to retention, lack of therapy and urinary tract infections were not a change in activity or a change to device programming. The patient had been taking medication (botox) to resolve the retention and lack of therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor and had the therapy for retention. The patient turned the device back on again but she was still having a hard time urinating and had to catheterize. Since turning the device back on again her symptoms had not gotten worse but had not improved either. Her husband helped her adjust the amplitude to where she could feel it but then decreased it down to where she could not feel it. The patient was wondering if she should be feeling stimulation sensation. The patient confirmed she would increase it again to where she could feel it. The patient had so many problems with urinary tract infections (uti), which had made her miserable. She had 3 uti¿s and all 3 were treated with oral antibiotics. The most recent uti she was given the wrong medication, because it was not for that particular bacteria, and they had to change the medication so it was ongoing. The first uti occurred in (B)(6) 2016, the second in (B)(6) 2016, and the third in (B)(6) 2016. The uti¿s were treated by her urologist and primary care physician (pcp). Her managing healthcare professional (hcp) told her it was ok to change settings and try different programs. She had tried different programs in the past. The patient declined assistance with using her patient programmer (pp), stating her was comfortable using it on her own. She was planning to follow up with the managing healthcare professional (hcp) in (B)(6) when she would return to where her hcp was located.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.